Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 28 synergy ii drug-eluting stent was selected for use to treat a lesion. However, during preparation when the device was taken out of the hoop and the stent protector off, it was noted that there were a few stent struts that were raised off the delivery system. The device was never used inside the patient. The procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: device evaluated by MFR: synergy ii, us, mr, 2.5 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had moved 7mm distally on the balloon. Stent struts were misaligned, overlapping and distorted. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the exposed balloon wall indicating overall crimp contact between the coated stent. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector is within specification. Based on the specified stent protector profile and the max crimped stent profile, there are no issues to note with the interaction between the two components. A visual and tactile examination found a hypotube kink at 4.2cm distal of strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 28 synergy ii drug-eluting stent was selected for use to treat a lesion. However, during preparation when the device was taken out of the hoop and the stent protector off, it was noted that there were a few stent struts that were raised off the delivery system. The device was never used inside the patient. The procedure was completed using a different device. No patient complications were reported.